Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / provided. D2: type of the device unknown / not provided. D4: additional device information unknown / not provided. D9: device availability unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that after the prosthesis was placed, the patient suffered loosening of the crown several times that fractured the implant at the collar and the screw on tooth site 1.6. Implant was completely removed. No impact on the patient reported. This event represents the 1st loosening.